Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat an 80% stenosed, moderately calcified lesion in the mid superficial femoral artery (sfa). All three speeds were used to treat the lesion and the angiographic result was satisfactory. Upon observing final runoff angiograms, a blockage was observed in the patient's dorsalis pedis (dp) artery that was not present during the first angiogram. An aspiration catheter was used to remove a piece of plaque or tissue. The physician described it as atheroma. Full flow was established after removing the piece of plaque/tissue. No further complications were reported, and the patient was in stable condition.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).